Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that only the main coil was returned for this complaint. The main coil returned was found kinked and stretched. Microscopic inspection revealed no damages were found on the both zap tip of the main coil. Dimensional inspection revealed that the apex zap tip, base zap tip and primary coil matches the specification. However, fibers bundles were loss due to coil condition.

Event description:
Reportable based on device analysis completed on 01sep2020. It was reported that the coil became stuck in its sheath. The target lesion area was located in the left common iliac artery. A 5mm/5.5 mm vortx diamond -18 was selected for use in a liver chemoembolization. During preparation, after the device was flushed, the coil got stuck in its sheath and part of the coil stretched from out side. The coil and the microcatheter were pulled. The procedure was completed with another of the same device. No complications reported. The patient is stable post procedure. However, device analysis revealed incomplete fiber bundles.